Event description:
Received information regarding multiple cartridge alarms (cartridge alarm 5) with one cartridge during the load process. Reportedly, the cartridge was difficult to install. Customer's blood glucose level was not impacted. The customer was able to load a new cartridge successfully.

Manufacturer narrative:
No product returned for evaluation. Should new relevant information become available, a follow up supplemental report will be submitted.